Event description:
On (B)(6) 2023, a 35-year-old female patient was implanted with port for an unknown medical condition. Approximately after one year, two months and twenty-seven days on february 24, 2025, when the port capsule was opened and the fibrous tissue over the hub was incised. It was further reported that the tip of the port catheter was within the central internal jugular vein. The catheter extends across the right atrium into the right ventricle. Reportedly, the catheter fragment was then removed through the sheath within the common femoral vein. Hemostasis was achieved by manual compression over the puncture site. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported fracture, material separation, migration and removal difficulty issues as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E4, g2, g3, h6 (device, component). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a 35-year-old female patient was implanted with port for an unknown medical condition. Approximately after one year, two months and twenty-seven days on (B)(6) 2025, when the port capsule was opened and the fibrous tissue over the hub was incised. It was further reported that the tip of the port catheter was within the central internal jugular vein. The catheter extends across the right atrium into the right ventricle. Reportedly, the catheter fragment was then removed through the sheath within the common femoral vein. Hemostasis was achieved by manual compression over the puncture site. However, the current status of the patient is unknown.